Manufacturer narrative:
Evaluation: this event is still under investigation.

Event description:
Physician accessed right groin area, using a 6fr raabe sheath up an over the bifurcation to perform an sfa stent placement. After the stent placement was complete, as the sheath was being removed, it became stuck in the contralateral iliac artery. This is when it was noted that the sheath had began to uncoil and stretch. Procedure was stopped and patient was taken to the o.r. For a cut down to be performed to remove the sheath. Patient is recovering well.